Event description:
The customer was hospitalized due to high blood glucose of 539mg/dl. The customer stated that the night before the event her blood glucose kept climbing and she bolused to cover her blood glucose, but it continued rising and ended in the hospital. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure and self test and they passed. The customer mentioned that she did not hear the alarm, but it showed on the screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.